Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 3:30 pm. Patient (ER) called in stating her blood glucose was low. Patient said she felt shaky, anxious, a little disoriented and nervous. The reading on the prodigy meter at the time of the event was 55mg/dl. An additional blood test was performed by patient with a result of 74 mg/dl. Paramedics were called and arrived in 10 minutes. While waiting for paramedics, patient's son gave her two cups of orange juice. Patient's son added sugar to one of the cups of orange juice. Patient was also given cup of ginger ale. Paramedics arrived and performed a blood glucose test with a result of 105 mg/dl. There was approximately 15 minutes between testing with the prodigy meter and the paramedics meter. Patient was not transported to hospital. Pdc sent replacement and prepaid envelope requesting return of suspect device.